Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced dizziness. They checked their cgm and it was displaying "high" but there was no alert. The patient contacted dexcom technical support to report the issue after contacting emergency medical services. The patient stated that ems was on their way and ended the conversation. There were no symptoms reported during the initial contact. Follow up contact was made with the patient to gather additional event details but was unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.